Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon initial evaluation of the customer's device, stryker observed that that the device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The device is no longer repairable. The customer will receive a warranty replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon initial evaluation of the customer's device, stryker observed that that the device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer's device and determined the cause of the reported issue to be the device's depleted hlc caused by maintenance as there was no (properly homed) charge-pak installed for several months as indicated by the device logs. The operating instructions instruct the user that "device readiness" should be verified regularly. The customer has been provided with a replacement device. The returned device has been archived by stryker.